Event description:
The balloon ruptured at 8 atmospheres (atms) during inflation with indeflator. The pt's gender and age were unk. The target lesion was superficial femoral artery (side unk). The lesion was heavily calcified. There was no info about vessel tortuosity and rate of stenosis. Access was made contralateral. The aviator plus balloon catheter was delivered for dilatation. The balloon ruptured at 8 atm during the inflation with indeflator (everest, medtronic). The aviator plus was removed from the pt's body. Another product (details unk) was used and the procedure was completed without another problem. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.